Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the clinic with an alert for upper out of range high voltage lead impedance. In-clinic measurements kept on switching back and forth between in range and out of range. The patient had not experienced any further impedance anomalies. The physician decided to just continue monitoring the patient.